Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to the service department of olympus. The service department of olympus checked the subject device and found the multiple internally twisted and buckled cable. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that excessive force was applied to the cable, and the power was turned off intermittently because the cable unit was partially disconnected.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, the camera turned itself off intermittently. There was no report of patient injury associated with the event.